Manufacturer narrative:
No blank display noted during testing. Device passed displacement test, active current measurement test, sleep current measurement test and self test. During visual inspection, electronics stack and force sensor had moisture damage. Motor also had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 180 mg/dl the time of incident. Customer stated that the insulin pump was not turning on after tried replace battery multiple times. Customer stated the display was blank less than 30 seconds and then returned. Customer states the contacts on the battery cap were neither missing nor damaged. Insulin pump was not exposed to moisture. Display did not return after pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.